Event description:
Healthcare professional reports patient injection with juvéderm® volift¿ in the lips. Patient presented swelling/infection.

Manufacturer narrative:
Corrected and/or additional data: h.6. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. (B)(6). Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reports patient injection with juvéderm® volift¿ in the lips. Patient presented swelling/infection.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Additional information noted 1 ml juvéderm® volift¿ injected to m1 and left lower lip. Pain and blister developed at left lower lip 1 week post injection. Per injector "looks like vascular accident intravascular injection" and "epidermolysis." Patient self treated with corticoids. Patient did not show up to scheduled appointments for further control. Symptoms resolved an unspecified amount of time later.